Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one month post-operatively, when the suture should have not yet been absorbed, the hernia was noticed. It was also reported that the device knot was intact but the suture was broken and it did not hold. The patient is scheduled to have an incisional hernia repair to resolve the issue.